Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most probable contributing factors to the reported failure include a patient-specific event. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 07/11/2025, a facility representative reported that a patient enrolled in the clinical study titled 'prospective study of hammer toe fixation using an intramedullary nitinol implant' experienced a post-operative infection. The event occurred on (B)(6) 2021 following surgical implantation of the device. The infection has been documented with causality currently undetermined. Additional information was received on 8/11/2025. The initial surgery took place on (B)(6) 2021 using an ar-4158p-12b dynanite pip. The patient was treated postoperatively with keflex antibiotics. The implants remained in the patient, and no revision surgery was performed. The patient completed the final follow-up visit on (B)(6) 2022.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.